Manufacturer narrative:
Correction: f, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rate of traumatic foley catheter men and women at ccf main in my own practice had risen dramatically. Men, in particular, had gross blood at the meatus on a regular basis when removing the foley, and they had an uptick of concerns in their practice for urgency and burning once patients return home via mychart. Men that are young and without prostate problem. For the first time in 12 years they had traumatic foley placement in women. Those are the same techniques and people placed the foley that had been done that for many years. They had included a picture of the new foley which had a bulbous end to them. Very different from the old foleys. The bulbous tip was the problem that was driving these concerns and was much larger diameter that many urethras or the prior foley balloon system used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rate of traumatic foley catheter men and women at ccf main in my own practice had risen dramatically. Men, in particular, had gross blood at the meatus on a regular basis when removing the foley, and they had an uptick of concerns in their practice for urgency and burning once patients return home via mychart. Men that are young and without prostate problem. For the first time in 12 years they had traumatic foley placement in women. Those are the same techniques and people placed the foley that had been done that for many years. They had included a picture of the new foley which had a bulbous end to them. Very different from the old foleys. The bulbous tip was the problem that was driving these concerns and was much larger diameter that many urethras or the prior foley balloon system used.